Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; pt: 1; inratio: 1.3; lab: 2.4. (B)(6) 2010; 2; 1.4; -. (B)(6) 2010; 3; 1.5; -. (B)(6) 2010; 4; 1.9; -.

Manufacturer narrative:
Investigation pending.